Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number.

Event description:
It was reported that an unspecified number of syringe 0.3ml 31g 6mm s/c u-100 relion were damaged before use. The following was reported by the initial reporter: "it was reported that on lot# 0272731 the needles were bent before the injection and the needles were missing. Also, the plunger cap was missing and the plunger cap was damage/broken. On lot# 0307374 the box had 9 bags instead of 10. Verbatim: consumer reported needles bent before injection.needles missing.plunger cap missing.plunger cap damaged/broken.lot #: 0272731catalog #: 328521date of event: unknownsamples: discardedconsumer also mentioned that she purchased another box today ((B)(6) 2021 ) and the box had 9 bags instead of 10. She is missing one bag of 10 syringes.lot #: 0307374catalog #: 328521date of event: (B)(6) 2021 samples: n/a"